Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
The reporter alleged that the following results were obtained on a neonate patient, with two different hospital active meters, within 10 minutes: 32 mg/dl (system 1) and 64 mg/dl (system 2). No adverse event reported. The test strip lot number for system 2 was not provided. The test strips for system 2 are not expected to be returned for product evaluation.